Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower adc device scan result compared to what they felt. It is unknown whether the customer noted a trend arrow on the device. The customer experienced tiredness, stress, anxiety and felt worried. The customer stopped eating and reportedly was unable to self-treat and required third-party intervention to adjust the insulin dosing and alarm settings on application. There was no report of death or permanent impairment associated with this event.